Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of either (B)(6) 2023 or (B)(6) 2023, further described as "over the past month". The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.